Manufacturer narrative:
It was reported that right hip revision surgery was performed. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. As no device batch numbers were provided for investigation, a manufacturing record, complaint history and device labelling / IFU review could not be performed. If more information is received, this investigation will be reopened. A risk management review was performed. No additional risks were identified as result of the reported event. The available medical documents were reviewed. The clinical information provided, of the reported elevated metal ion levels and the fluid collection with metal staining of the surrounding tissue, may be consistent with a reaction to metal debris. However, the source and the root cause cannot be determined with the available documentation. It cannot be concluded that the reported clinical findings are associated with the implant failure. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that a revision surgery was performed on (B)(6) 2020 at the patients right hip due to chronic pain, significantly elevated cobalt and chromium levels, and aseptic lymphocyte-dominant vasculitis-associated lesion (alval; metal-on-metal pseudotumor). During surgery small intraarticular fluid collection with metal staining of the surrounding tissue was found. The patient outcome is unknown.

Manufacturer narrative:
H3, h6: it was reported that right hip revision surgery was performed. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. Without a definitive batch number, a complete review of the historical complaints data cannot be performed for the acetabular cup and femoral head. A review of historical complaints data was performed using part numbers and the reported failure modes to evaluate patterns of repeated failures or defects in a timeframe prior 12 months as of the complaint aware date. Other similar complaints have been identified for cup and head for the part number and the reported failure mode and this failure will continue to be monitored. As no device batch numbers were provided for investigation, manufacturing record review and device labelling / IFU review could not be performed. The devices would have met manufacturing specifications at the time of production. If more information is received, this investigation will be reopened. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. Any identified risks are reduced in severity / occurrence / detection as far as possible. The available medical documents were reviewed. The reported pain and elevated metal ion levels along with the intraoperative findings of fluid collection with metal staining of the surrounding tissue may be consistent with findings associated with an adverse reaction to metal debris. However, based on the information provided, the source and the root cause cannot be confirmed. The patient¿s extensive cobalt and chromium containing supplement use cannot be ruled out as a contributing factor to the elevated serum levels. It cannot be concluded that the reported clinical findings are associated with a malperformance of the implant or implant failure. The impact to the patient beyond the pain, revision, and expected transient post-op convalescence period cannot be determined. Without the return of the actual devices or further information we cannot further investigate or confirm the reported complaint, or the details supplied in this complaint. The investigation remains inconclusive, and a definitive root cause cannot be determined. Additionally, specific factors known to contribute to the alleged fault cannot be provided due to the insufficient information. If the products or additional information become available in the future, this case will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.

Event description:
It was reported that, after a bhr system had been implanted on a right hip, the patient experienced chronic pain, significantly elevated cobalt and chromium levels, and aseptic lymphocyte-dominant vasculitis-associated lesion (alval; metal-on-metal pseudotumor). A revision surgery was performed to treat this adverse event. The patient outcome is unknown.